Event description:
During an ambulance transport of a critical patient on bilevel positive airway pressure (bipap) via the ventilator connected to the portable oxygen on the cot. The patient was not experiencing any issues. When the crew switched the patient over to the rig's oxygen tank and turned the oxygen valve on, the patient became extremely short of breath, would not tolerate the mask, felt like he was not getting enough oxygen, and was very anxious and restless. While this was happening, the vent kept alarming "low 02 pressure." The crew troubleshooted, checked all of the connections and everything appeared to be in place. Both of the tanks in the truck were on, but the ventilator kept on alarming. The patient would not tolerate bipap anymore and crew had to perform rapid sequence intubation. The crew removed the ventilator from service. Follow up from biomed: "low oxygen pressure" (and broken bed rail plate): tested unit while user still present. Connected to wall oxygen and unit functioned properly. No alarms disconnected oxygen from wall outlet and unit alarmed "low 02 pressure" (as expected). Reconnected oxygen source. Reset alarm. Alarm did not reappear. Unit ventilated properly without any alarms. Suggested to user to have the oxygen in the rig tested and this will be conducted by the ambulance mechanics. Replaced broken bed rail plate. Follow up from ambulance mechanics: the mechanics checked the oxygen tanks on the rig and found that they were at an acceptable level and the solenoid was functioning.